Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between acoustic lens and ultrasound probe was due to a shock caused by dropping and knocking. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: due to damage, forceps control lever does not move smoothly; due to deformation of forceps elevator knob, forceps elevator knob rotates concurrently; switch1 has wear; scope body has a crack; grip has a crack; upwards/downwards knob has a crack; elevator channel plug (t-nut) is loose; coupled "charging" device (ccd) unit is the position of ccd cable limited length for repair; due to a dent on distal end, water tightness is lost; distal end has a scratch; adhesive around objective lens has wear; adhesive around light guide lens has wear; adhesive on bending section cover or distal sheath is detached; due to wear of angle wire, the play of right/left knob is out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned to olympus the evis exera ii ultrasound gastrovideoscope, for the annual inspection. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there is a gap of adhesive on the distal end and there is a gap between acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.